Event description:
The patient underwent an ams inflatable penile prosthesis (ipp) replacement surgery due to leak in tubing near pump. No patient complications were reported in relation to this event.